Event description:
It was reported that the customer experienced a low blood glucose (BG) of 32 mg/dL; cause was unknown. Customer consumed "glucose packets and pill" to address BG. Reportedly, the customer reverted to an alternate method of insulin therapy.